Event description:
The customer reported that the 9800 system would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The c-arm backplane assembly was replaced. The system was tested and operates as intended.